Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead observations were related to a cardiac resynchronization therapy defibrillator (crt-d) set screw issue. The lead was reinserted into the device, and the issue was resolved.

Event description:
It was reported that one day post a generator change, the left ventricular (lv) lead exhibited a drop in pacing impedance, and the r ight ventricular (rv) lead exhibited an abrupt increase and variation in pacing impedance. A few days later, the rv lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and sensing integrity counter (sic) and an out of range (oor) alert for high pacing impedance. The rv lead displayed oversensing on stored electrograms (egm) resulting in inhibition of pacing. Review of device data showed spurious jumps in rv pacing impedance, and it was noted that the rv pacing impedance was stable prior to the generator change. Device tachyarrhythmia detections were turned off. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead; implant date: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.